Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of two separate wands and programmers. The ICD was removed and replaced.